Event description:
It was reported that the patient expired due to a cardiac arrest. The patient recieved 6 shocks which were partial therapy and not effective followed by a 35j shock for ventricular fibrillation episode. High pacing impedances were noted as well as low high voltage impedances. Further information has been requested and not yet received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested but not yet received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested, but not yet received. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further information has been requested, but not yet received. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Save to disk pdd file bri concerto (B)(6) 2011. Pdd provided was not useable, no s2d analysis data was reviewed. S2d file (B)(4) shows during the 6 - defib episode 18, vfrx1 to 6 defib, with pathway b to ax and ax to b, impedance= 0 ohms, on (B)(6) 2011 in the timeframe between 01:54:23 and 01:54:53. Daily hv-lead impedance trend data shows svc defib=63 to 76 ohms range between on (B)(6) 2011 and (B)(6) 2011. Sensing - oversensing1 - ventricular nst=211 ms on (B)(6) 2011 02:03:40.1 - vf=170 ms average v-cycle on (B)(6) 2011 01:54:12. Sensing - interference/noise.